Event description:
Literature: kishore a, rao r, krishnan s, et al. Long-term stability of effects of subthalamic stimulation in parkinson's disease: indian experience. Mov disord. Oct 30 2010; 25(14):2438-2444. Summary: the authors reported on 45 consecutive pts who received bilateral subthalamic nucleus (stn) stimulation for parkinson disease (pd) from 1999 to 2004. Of the 45 pts, 18 were women and 27 men; their average age was 44.1 years. Pts showed a stable and substantial reduction in the cardinal signs of pd, motor fluctuations, and dyskinesias, but less so for axial signs. The reduction in medications and the intensity of electrical stimulation needed also remained stable during follow up. This is the first report of stn stimulation in asian pts with pd. Reportable events: the authors indicated that there were several complications of subthalamic stimulation: they are summarized below: two pts experienced intra operative seizures; both were small pneumocephalus; one pt experienced fluid collection at the battery implantation site necessitating reimplantation; two pts experienced hardware failure of the battery (unspecified); two pts experienced led repositioning; one pt experienced a fall and lead breakage; one pt experienced new-onset of severe depression; eight pts experienced new-onset of apathy; one pt committed suicide at 4 years. The source literature did not specify which device models were used.

Manufacturer narrative:
(B)(4) suicide -(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with the previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the pts. At this time no additional info was available, additional info has been requested.